Event description:
Per additional information received, the patient has experienced blood loss (lost 150 cc during surgery), anxiety, recurrent stress urinary incontinence, refractory urge incontinence, incomplete emptying of bladder (urinary retention), and required additional non-surgical and surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgical implanted materials.